Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and complex reg pain syndrome type I. The patient reported their battery was dead and that they needed to have it replaced. The patient reported that they couldn't get it to charge roughly 4 years ago and that it kept trying to locate the device. No symptoms or complications were reported.